Event description:
It was reported the sensitivity appeared low during annual testing. The device was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the interconnect flex was creased. It was also noted that the ring cover was contaminated and the upper and lower cases were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis initially confirmed the reported event, the interconnect flex was creased. The interconnect flex was analyzed further and the flex tail was not properly routed and the resultant crease was not sharp. A sensing functional test was run while manipulating the interconnect flex, no false sensing was detected. After extensive testing of this component the reported event could not be attributed to this subassembly. It was also noted that the ring cover was contaminated and the upper and lower cases were broken.